Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of particulates within the cassette area. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2240 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. Valve actuation test and system air leak test passed. A post-accelerated stress test simulated treatment was performed without any failures or problems. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis patient contacted fresenius technical support to report the liberty select cycler screen was blank during dwell 1 of 4. Pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made any sound when pressed. Rebooted cycler, ok and stop keys lit up but the screen remained blank. The fresenius technical support representative replaced cycler due to blank screen. The patient was connected during incident and there was no patient harm or adverse event, and no medical intervention was required. Upon follow up, it was confirmed that no injuries or adverse effects were experienced and no medical intervention was required. The patient was not able to complete treatment. Patient contact stated the patient performed manual treatment until his replacement cycler arrived, once it arrived patient was able to perform full treatments on cycler. Patient contact stated that cassette sample was still on old cycler since the machine died and they were not able to get the cassette out, also mentioned that she had to cut the tubing's from cassette in order to fit the old cycler on box for pick up. Cassette will be shipped back with cycler to concord. Concord investigation team will be contacted in order to ask for the cassette to be shipped back to reynosa plant once they can remove it from cycler. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.